Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -17.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault and elevated iop were observed. On (B)(6) 2022, the lens was repositioned. Lens repositioning did not resolved the issue. On (B)(6) 2022, the lens was exchanged for a shorter length lens and the problem was resolved. Cause of the event is unknown. Status of the eye is, "ok."